Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: towards the end of a lap chole procedure an air leak noise was heard from the port. It was noticed that the seal was broken. The broken piece was found in the patient's cavity and retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the 5mm port noted the envelope seal was damaged with a piece disengaged. It was determined that the damaged seal occurred during clinical application. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged seal. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).